Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The manufacturer's field service engineer (fse) replaced the speakers, main board and reloaded the device software and the issue was resolved. Failure analysis of the returned part indicates: conclusion / root cause: the customer complaint of "primary alarm failed" was confirmed. The problem causing diagnostic code (primary alarm failed.) Was traced to u35 damage. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator displayed primary alarm failed and speaker test failed. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issues and also noted the back up alarm failed. There was no patient involvement.